Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the pa pressure was inaccurate during use. The staff knew the numbers to be off so the patient was not treated. A new swan was used and worked fine. The staff did not remember the numbers and the catheter was discarded. No patient complications were reported.